Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was also completed and found no non conformances. During the investigation the pump was found to be alarming visually, but not audibly. The speaker failing the caused the pump to not audibly alarm. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump had "no tone to audible alarms". The initial reporter also stated that this was discovered during testing and had no patient impact. (B)(4).